Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data showed low cgm glucose readings, which is consistent with the user's description of the event. The ilet was behaving as intended and can be seen reacting appropriately to the cgm glucose values it received from the dexcom gcgm. Evidence of excessive meal announcements was found in the engineering logs. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by inaccurate dexcom g7 cgm readings that prevented the ilet from delivering needed insulin.

Event description:
On 10/17/2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/17/2024. On (B)(6) 2024, the user reported their dexcom g7 continuous glucose monitor (cgm) showing a low blood glucose reading, but a manual blood glucose test confirmed levels above 600 mg/dl. The agent advised the user to disconnect from the ilet system, administer an external insulin injection, and contact emergency services. The user later went to the ER via ambulance and received treatment with IV fluids, insulin, and pain management. Upon removing the cgm sensor, it was found that the sensor needle was bent, likely causing the erroneous low reading. The user was discharged on (B)(6) 2024 and reconnected to the ilet system using bg run mode due to a five-day wait for a replacement sensor. During the event, the user experienced abdominal pain and nausea but reported negative ketones.